Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat to a heavily calcified, mildly tortuous, 70-90% stenosed lesion in the mid right coronary artery (mrca). While advancing the 3.5x33mm xience skypoint drug eluting stent (des) through the non-abbott guide extension catheter, the stent dislodged. The stent was not found to be in the patient anatomy and is suspected to be lodged in the non-abbott guide extension catheter which was discarded. There was no adverse patient effect and no clinically significant delay in the procedure. A 3.5x23mm xience skypoint stent was advanced with resistance from the non-abbott extension guide catheter but was implanted to successfully finish the procedure. No additional information was provided.